Event description:
Customer contacted beckman coulter inc. (Bci) regarding four tsh results below the normal reference range generated by the unicel dxc 600i synchron access clinical system. Customer tested 4 patients for tsh and obtained results of 0.01 and 0.00. Upon repeat, the results were in the range 0.07-3.21ng/ml. The erroneous results were reported outside of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Samples were a combination of plasma and serum, which were centrifuged for 10 minutes at 3000 rpm. System checks performed two times in 2009 both passed within specifications. Qc is performed daily and was within specifications the morning of this event. A field service engineer (fse) was on-site the same month: (a) fse determined that the main pipettor was not aligned to the sample carousel and the ultrasonic's high voltage was erratic. Fse corrected these issues and ran a precision run which passed. (B) fse verified repair per established procedures and results met published performance specifications. Due to a potential for this event to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report.